Manufacturer narrative:
Reporting address state: (B)(6).

Event description:
It was reported to philips that the device stuck up at service mode loading page. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the device stuck up at service mode loading page. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This is an update regarding investigation after part was returned to failure analysis lab. The processor printed circuit assembly (pca) (pn: (B)(4). ) with sn: (B)(6)was returned to philips for failure analysis. The complaint was escalated for technical investigation and the results indicate the processor pca. Was fully evaluated and tested. There were no error logs available. The pca was visually inspected for signs of wear, damage, corrosion, or missing components, and no anomalies were found. The pca under test was placed on the test fixture, and the fixture turned on with the therapy knob set to monitor. The unit powered up but had no video. Installed known good som pca then the device passed all testing. The system on module (som) pca was defective. The device provided correct discharge voltages. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. However, the som pca which is a daughter board on the processor pca was found to be defective. The device did have the processor pca installed to fix the access issue. The root cause of the failure is still unknown. However, the som pca (part of the processor pca) was found to be defective. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This is an correction regarding the failure analysis information. The previous failure analysis information is about another wrong part. Below are the actual failure analysis result. This correct processor pca was returned with a reported problem, locks up when service mode is selected: this was not verified in the lab testing. The pca passed all tests during operational check and general testing. This processor pca displayed no faults. Philips cannot rule out a malfunction at the time it was reported, but no problem could be reproduced, and no repair was warranted. There is no indication of a systemic problem; no further investigation or action is warranted. If any further information comes in the case will be reopened.